Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pts ins battery had not discharged in 3 days, it had been at 100% over 3 days. Before that the ins was totally discharge so they recharged the ins back up to 100% and turned therapy back on. Therapy had been on for 3 days except last night they turned therapy off. During call pt said their ins and communicator was at 100%. Pt noted it was not the easiest thing to navigate even though they had it for a long time. Pt mentioned they had trouble earlier on with the communicator and was just sent a new one. Pt was trying to access therapy screen and they were getting the message not found turn on recharger. Agent had pt close all applications and agent reviewed general use on how to use equipment. Pt connected to mystim app and it showed therapy was on using group c program 1 at 11.8 and program 2 at 8.0. Pt was not feeling therapeutic relief and had no recent falls or traumas. Agent reviewed they could try using a different group but they would need to address this with their healthcare provider (hcp). Pt said agent was not correct and they will call their manufacturer representative (rep). The issue was not resolved. The patient was redirected to their hcp to further address the issue. Pt called back and repeated previously documented information. Pt stated that they called yesterday and the previous agent instructed them to change the program which they did, however the ins battery was totally discharged within 3-4 hrs and they believed that a replacement communicator would resolve the issue. Pt charged the ins, and the battery level increased to 20%. Agent reviewed information about the ins battery duration and explained that the issue was not related to the communicator. Agent redirected the pt to their hcp to further address the issue.